Event description:
The customer observed false positive alinity I total b-hcg results on one patient. The results provided were: initial=225 iu/l (> or = 25.00 iu/l= positive) /repeated=< 1.2 iu/l (< or =5.0 iu/l=negative) there was no reported impact to patient management.

Manufacturer narrative:
The initial report was submitted under manufacturer report number 3005094123-2022-00078-01 (a.i.d.d longford, longford as manufacturing site) with suspect medical device of architect total b-hcg, list 7p51. After further evaluation, the suspect medical device was changed on 30may2022 to alinity I processing module, list 3r65 (irving, tx as manufacturing site), which is under this report.

Manufacturer narrative:
The abbott customer support representative recommended the r1 alinity pipettor probe (03r96-01) be replaced after carryover study conducted by the customer. The customer replaced the r1 alinity pipettor probe (03r96-01) which resolved the issue. A review of the alinity I processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the alinity I processing module or the r1 alinity pipettor probe, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual addresses operational precautions and limitations. The operations manual also provides probable causes and corrective actions for decreased concentration and erratic assay results and provides instructions for the removal, the replacement, and the verification of the alnty r1 alinity pipettor probe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity I processing module, serial number (B)(6), or the alnty r1 alinity pipettor probe.